Event description:
It was reported to medtronic minimed that the customer reported on data is not getting uploaded and experienced no communication between the carelink and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s23 (android 14) with mmt1885 780g pump (software version 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Issue is confirmed. From the analytic events, we have found that the main reason for failed data upload attempts was supervisortimeout errors thrown by os, supervisortimeout in substance means that the phone did not receive any messages from the pump in the defined period, the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. Supervisortimeout occurs when the device fails to receive a timely response from the pump, leading to automatic disconnection or an error message. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: 1. Check the phone's bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select forget to remove them. 2. Restart the phone 1. Swipe down from the top of the screen twice. 2. Look at the top left corner and find the power button 3. And then select restart options here. 4. Wait for the phone to restart. 3. Reset cache and app data for the bluetooth app 1. Open the settings application. 2. Scroll down until you find the apps menu 3. Tap on the sort button 4. Enable the show system apps toggle and tap ok 5. Scroll through the list of apps and find the bluetooth agent app and tap on it 6. Find and tap the storage option. 7. At the bottom, tap clear cache and then tap clear data if steps above does not help, please try next: 4. Reset bluetooth settings 1. Open the settings application. 2. Scroll down until you find the general management option. 3. Scroll down until you find the reset option 4. Scroll down until you find reset wifi and bluetooth settings 5. Tap the blue reset button at the bottom of the screen. 5. Uninstall the app that uses bluetooth check for the apps using bluetooth on the device. As an example of such applications could be fitness trackers apps, smart watches apps, headphone connected apps or smart home apps such as fitbit or polar flow and so on. If there are any, please do: 1. Remove them one by one 2. After each app uninstalled, restart the phone and try pairing with the pump if all bt apps have been removed and issue still persists: 3. Reset cache and app data for the bluetooth app (see the instruction above) 4. Try to pair with the pump 6. Check for updates: go to settings > system and update > software update to ensure your phone's operating system is up to date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.